Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pads/ connector damaged) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The last patient to use this belt did not report any deficiencies.

Event description:
A (B)(6) female patient contacted zoll customer support to report constant check te pad messages. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported that the connector was damaged. The patient was issued a replacement electrode belt.